Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 125 mg/dl. The customer stated the cartridge would be reloaded onto the pump to resume insulin delivery.